Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screwdriver. Device is an instrument and is not implanted or explanted. The complaint part is not expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure during which a proximal femoral nail antirotation (pfna) blade was implanted. During insertion, the blade would not engage the screwdriver properly in order to lock into place. The mechanism seemed to be blocked and it was impossible to loosen. As a result, the device was removed and an alternate blade was implanted instead. The procedure was completed successfully with no reported delay. This report is for one (1) unknown screwdriver. This report is 2 of 2 for (B)(4).